Event description:
It was reported to philips that the device is a displaying message that the inverter pca needs to be replaced. The bench technician found that the device needs an inverter pca. The inverter pca was returned for failure analysis. The reported allegation inverter pca failure, was verified during visual inspection. Inverter pca was found to have board damage from excess heat. The high voltage output connector cn2 showed a short circuit condition. The problem with this inverter pca was fire damage due to short. Upon conclusion of the evaluation, it was determined that the inverter pca requires replacement. The inverter was replaced and the device passed all testing was put back into service.

Event description:
It was reported to philips that the device is a displaying message that the inverter pca needs to be replaced. There was no adverse event to the patient or user.